Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states implant removed per infection. Antibiotic spacer inserted. No instruments were broken. Doi: (B)(6) 2017; dor: (B)(6) 2018; unknown hip.